Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more IV fluid than intended. At 0800, line a of the device was programmed to deliver normal saline 1000ml, at a rate of 120ml/hr, with a vtbi (volume to be infused) of 720ml, for a duration of 6 hours, and the delivery was started. At 1200, it was reported that the device alarmed with an unspecified alarm. At that time, the nurse noted that the normal saline container was empty and the device displayed a volume infused of 579ml. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.